Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical service contacted the customer. During an internal study, the customer contaminated their sst tubes with blood from edta tubes and noticed a white residue after centrifugation under the red cells at the bottom of the tube. No further information is available regarding material or lot number. If further information is received, this complaint will be updated. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer¿ sst" blood collection tubes, the device experienced discolored or abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the customer mentioned that their lab is experiencing some contamination issues on some of the edta tubes and sst tubes. The customer performed an internal study contaminating the sst tubes with edta blood and noticed that there was a white residue after centrifugation under the red cells at the bottom of the tube."